Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Instrument a; knife; instrument b: batch # g5114f, exp date: 09/08/2014; MFR date: 10/08/2010. One piece sled. The sc60 device (a) was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device opened and closed without difficulties. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The ec60 device (b) was received for analysis in good visual condition and with a ecr60g reload loaded on the device. The reload was received fully fired on the right side and with the left side partially fired. After further analysis it was notice that the one piece sled rails were deform and the cartridge deck was noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the device was fired on gastric body from greater curvature side to lesser curvature of stomach three times. The device loading with a blue cartridge was fired at the 1st firing and the device loading with green cartridge was fired at the 2nd firing. Each firing was completed without any problem. At the 3rd firing the device loading with a gold cartridge was fired, but all the staples of the sample side were not deployed. When the jaw was opened, the sample side of the target tissue was not stapled. Additional suture was performed to complete the case. As the unstapled tissue was sample side, there were no adverse consequences to the patient. The doctor commented that there were no difficulty in firing and no higher forces were needed in firing. When the sales rep checked the returned gold cartridge used at the third firing, the sled was fully move forwarded. Another device was used to complete the procedure. Additional information, the target tissue was not so thick. The device was not fired across the hard objects. Reinforcement material was not used. The doctor commented that there were no difficulty in closing. When the device was fired at the 3rd firing, the staples of the patient's side were proper b-formed. No bleeding was occurred and there were no adverse consequences to the patient.